Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 3.0 mg/ml; bupivicaine 40 mg/ml; clonidine 150 mcg/ml and compounded baclofen 150 mcg/ml. The infusion rate was 0.6667ml/day.

Manufacturer narrative:
.